Manufacturer narrative:
Following the information provided, there was an indication of an unintended movement on the citadel bed. There was no indication of patient involvement. No injury was sustained. It was claimed that the "bed keeps going up". An arjo service technician performed an evaluation and observed that the bed was actually lowering since the button responsible for lowering the bed platform was damaged. The photographic evidence revealed that a nurse control panel was damaged (the membrane was torn) and that both head side rails were mechanically damaged and partially separated on the plastic panel welding point. The mechanical damage of the side rails is not related to the claimed unintended bed movement. The damaged parts were replaced and the bed was tested to be in working order. Additionally, the device displayed an error code e300. The troubleshooting section in the instructions for use for the citadel bed (document number: 830.213-en) indicates that whether the error code e300 is displayed on the control panel, it means that the control button was pressed for more than 90 seconds. This is in line with the device condition, since the membrane on the deck height lowering button was mechanically damaged. The torn membrane indicates that the button might have been damaged as a result of the external impact or wear of this part. The instructions for use includes the following information related to error code e300 and the maintenance of control buttons: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly.¿; ¿remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿ based on the above, the e300 error code was displayed because the control button stuck in activated position, which led to unintended movement of the bed section. To sum up, there is no indication that the device was used with a patient when the event occurred. The device failed to meet its performance specification since there was a damaged control button which resulted in an unintended movement. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bed was raising without any command given by the cargiver the device evaluation revealed tha damage siderail and controls.